Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2011, 383069 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was recent change with very short longevity on the device predicted in spite of device vvir setting and having outputs programmed low. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.